Manufacturer narrative:
No malfunction suspected. The end user reported while sitting stationary in the power wheelchair with the power turned on, the end user bumped the controller and drove into a table, striking their ankle. Hoveround's owner's manual warns "[t]o avoid serious injury or death from sudden unexpected movement of the chair or contact with moving parts and other objects: when seated in a stationary chair, press the power button to off."

Event description:
While seated stationary in the power wheelchair with the power turned on, the end user bumped the controller and drove the device into a table.